Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the liberty cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler and the liberty cycler set. Additionally, there is no allegation of a device malfunction or cycler set defect reported for this event. The suspected cause of the peritonitis is a gi source as the patient was experiencing issues with c-diff and loose stools. Such infections produce peritonitis by transmural translocation of the bacteria into the peritoneal cavity. However, this could not be confirmed without the culture results from the hospital. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 during a follow-up call for drain issues and soreness in the abdominal area, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was in the hospital. The patient¿s pd catheter (not a fresenius product) was not working properly and required a new pd catheter. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing gastrointestinal (gi) issues with loose stools and clostridium difficile (c-diff). As a result, the patient was hospitalized on (B)(6) 2023. Additionally, the patient was having flow problems with the pd catheter. During the hospitalization, the patient was diagnosed with peritonitis. The suspected cause of the peritonitis is a gi source, but the culture results from the hospital were not yet available to the clinic. The patient¿s pd catheter was replaced during the hospitalization (date unknown). The patient was discharged on (B)(6) 2023 and is completing intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration not provided). The pdrn stated the patient is followed by a gi specialist. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 27/mar/2023 during a follow-up call for drain issues and soreness in the abdominal area, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was in the hospital. The patient¿s pd catheter (not a fresenius product) was not working properly and required a new pd catheter. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing gastrointestinal (gi) issues with loose stools and clostridium difficile (c-diff). As a result, the patient was hospitalized on (B)(6) 2023. Additionally, the patient was having flow problems with the pd catheter. During the hospitalization, the patient was diagnosed with peritonitis. The suspected cause of the peritonitis is a gi source, but the culture results from the hospital were not yet available to the clinic. The patient¿s pd catheter was replaced during the hospitalization (date unknown). The patient was discharged on (B)(6) 2023 and is completing intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration not provided). The pdrn stated the patient is followed by a gi specialist. No further information was provided.